Event description:
The customer reported that the swab broke in the end user's nose who performed the swabbing. Broken swab's piece was successfully retrieved by a medical professional. No report of injury.

Manufacturer narrative:
Reported event: the customer reported that the swab broke in the end user's nose who performed the swabbing. Broken swab's piece was successfully retrieved by a medical professional. No report of injury. The device history record for lot 89897 was reviewed and confirmed that the device lot was manufactured to required specifications. There are no reports of injury or failure trends associated with over 555,700,000 distributed sterile polyester spun swabs over the last 2 years. The "sterile polyester spun swab product insert & how to use guide" rev. 004 states: "carefully follow the instructions for use. When using a device, with a plastic stick, the pressure applied, during sampling, shall be light since the stick material is breakable. While gently rotating the swab, insert swab less than one inch into the first nostril until resistance is met at turbinates. Do not use excessive force, pressure or bending when collecting swab samples from patients as this may result in accidental breakage of the swab shaft. Directions for use must be followed carefully. " while this breakage inherent risk mitigation is addressed in documented product labeling, "product insert & how to use guide", it should be noted that tested devices from the same lot 89897 performed as intended when used in accordance with the IFU. Sterile polyester spun swabs are intended to be used for short contact sample collection in the anterior nares only and stored at the temperatures that don't exceed 30 °c. The device subject of the vent has not been returned for evaluation. No additional issues have been reported. Due to the reported incident and in an abundance of caution, this report is being filed. A follow-up report will be submitted if additional information becomes availbale.

Manufacturer narrative:
The initial 30-day report submitted on august 12, 2022 had the following errors: MDR report # was listed as 3009656988-2002-00002 instead of 3009656988-2022-00002; response to h5 was marked as "no" instead of "yes". There are no other corrections/updates.

Event description:
The customer reported that the swab broke in the end user's nose who performed the swabbing. Broken swab's piece was successfully retrieved by a medical professional. No report of injury.